Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional test was performed on the device with a reference generator and bisector. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure to deliver energy" could not be confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the bipolar cords had no power. The electric current did not work with the vasoview scissors. A replacement device was used to complete the procedure. There were no pt effects reported. The product is returning.